Event description:
The balloon of this device burst at a pressure above its rated burst pressure during an angioplasty procedure. There has been no claim of injury related to this event.

Manufacturer narrative:
This device burst at 12 atm. The rated burst pressure for this device is 10 atm.